Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. The lead was found to have dislodged. A lead revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.